Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3079846. D4. Medical device expiration date:28feb2026. H4. Device manufacture date: 20mar2023. D4. Medical device lot #: 3079845. D4. Medical device expiration date: 28feb2026. H4. Device manufacture date: 20mar2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system single port, packaged with maxzero¿ needle disengagement was difficult and catheter separated from hub. Verbatim: customer reported- "the needle did not retract on insertion and instead the catheter sheath separated from the needle. It was a one-time entrance into the vein when this occurred"

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-sep-2023. H.6. Investigation summary: bd received a 22 gauge nexiva single port device from lot 3079845 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had pierced through the catheter tubing. There appeared to be dried media present on the device indicating that this unit was used. Finally, the engineer verified no issues with the safety mechanism. The device retracted successfully and without delay. Therefore, based off the visual inspection and testing the engineer was able to verify the issue of needle through catheter but could not verify any issues with the needle's ability to retract or separate from the catheter. Unfortunately, since the device appeared to have been used the engineer could not determine a definitive root cause for this issue. If the device was received in its current state the end user would have been unable to use the device. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system single port, packaged with maxzero¿ needle disengagement was difficult and catheter separated from hub. Verbatim: customer reported- "the needle did not retract on insertion and instead the catheter sheath separated from the needle. It was a one-time entrance into the vein when this occurred."